Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that their quality controls were within acceptable range. The customer repeated the patient samples and the results were acceptable. The cause of the discordant, falsely low ecrea results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low enzymatic creatinine (ecrea) results were obtained on one patient sample (sample ID: (B)(6)) when run in duplicate on a dimension vista 1500 instrument. Additionally, discordant falsely low ecrea results were obtained on another patient sample (sample ID: (B)(6)) upon repeat testing. This sample was initially tested on the same instrument, resulting higher. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. Sample ID (B)(6) was then repeated on the second alternate dimension vista instrument, also resulting higher. The repeat results obtained from the alternate dimension vista instruments were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ecrea results.